Manufacturer narrative:
A ge service rep performed an onsite investigation and found the lost images. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system lost saved data. No pt injury was reported.